Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed continuity resistance test, sensor passed per specifications and performed bicarbonate buffer test. Sensor failed with high readings.

Event description:
The customer reported via phone call that she was having issues with the sensor. The insulin pump went into threshold suspend when her blood glucose level was not low. Customer's sensor glucose reading was 41 mg/dl but her blood glucose level was 77 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.